Event description:
Customer reported an issue with dpm 7 monitor, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Unit is currently being evaluated at the company's repair center.